Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that her blood glucose has been high. Customer stated that the insulin did not exit and the pump alarmed no delivery when she performed a 5.0 unit fixed prime. Customer reported that there is greater than normal resistance with the plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer changed the infusion set and delivered a bolus of 7.0 units without an alarm.